Event description:
It was reported that the device has early elective replacement indicator and the left ventricular (lv) lead has had high thresholds. The device was removed and replaced and the lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.